Manufacturer narrative:
Other applicable components are: product ID: 8780, serial # (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8709sc, lot/serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 11-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine (5 mg/ml at 0.35 mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient's therapy had been fine. No adjustments were needed. She had noticed a lump next to her pump (lateral to her pump) about a month prior to (B)(6) 2019. It was aspirated in the office and it was confirmed it was cerebrospinal fluid (csf). The patient was referred for a dye study to assess catheter function. A dye study was performed on (B)(6) 2019 and the catheter was easily aspirated. The dye study revealed a patent catheter without breaks. On fluoro, it was noted that a piece of the patient's old catheter was still intact and the proximal end was directly in the fluid-filled pocket that the patient had noted. A call was made to the primary pain provider. No environmental, external, or patient factors were reported to have caused this issue. Actions/interventions were pending. The issue was not resolved and the patient was "alive - no injury''. There were no further complications reported at this time.